Event description:
The customer reported getting a no delivery alarm and the backlight does not appear to be functioning as designed. The blood glucose reading was 154mg/dl. The customer mentioned that the escape button appears to be sticking. The customer did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly. The device received with intermittent button response due to moisture damage keypad trace. The backlight functions properly.